Event description:
It was reported that after dropping the insulin pump in water, the buttons are not responding. Customer's blood glucose reading is 53 mg/dl. Customer has treated with apple juice. Customer also stated that the time display does not advance. Nothing further reported.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The insulin pump did not react on its own. No number or scrolling screens noted. No moisture damage noted on electronic assembly or on motor. Unable to perform displacement test, rewind, basic occlusion, occlusion test, prime test and the excessive no delivery test due to button/keypad anomaly. The insulin pump had a scratched display window.